Manufacturer narrative:
Findings: all buttons functioned properly no damage on the keypad assembly and no blank display during testing. Pump passed displacement test, operating currents, selftest, off no power and error test. No blank display and no battery out limit alarm noted. Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor motor passed motor test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 128 mg/dl at the time of the incident. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.